Manufacturer narrative:
D5,6;h4: info unavailable, device returned with no lot or batch ID. Facility experienced an event with the endopath dilating tip trocar on while performing a lap cholecystectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972767. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, latch condition, obturator condition, reset button condition, and trocar condition, na; desufflation lever condition, outer gasket condition, and sleeve condition, conforming; inner gasket condition, non conforming; and stopcock condition, good/closed. Functional tests & results: does safety shield retract, and lockout functional, na; and flapper door functional, conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the inner gasket had become dislodged, making the instrument non functional. Also received with the complaint device was a 12mm ast, which is not part of the assembly, and an ms512 which was attached to the sleeve. The dislodged inner gasket was received in a separate sealed pouch. The ast and the ms512 were examined and were found to be conforming. No conclusion could be reached as to how the inner gasket became dislodged. Each instrument is evaluated during the assembly process to ensure that it functions properly. The centering of the instrument upon insertion or removal may reduce the possibility of the seal being inadvertently damaged or dislodged. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a laparoscopic cholecystectomy, it was reported the inner gasket seal fell out of the trocar into the pt cavity. Seal was then retrieved. There was no consequence to the pt.